Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the image was intermittently disconnected during the combination with esg. It was presumed that the cause was the vibration originating from electrosurgical generator (esg) was transmitted as noise between cables connecting the processor and the monitor and the normal signal was not input to the monitor.

Manufacturer narrative:
The customer called to speak with olympus technical assistance center (tac) and troubleshoot the loss of the image. Tac advised the customer not to use esg unit on the same breaker and to replace cable on the esg unit with new cable. Tac also advised checking that cable to wall connection was secure. The customer would verify and follow up with a call. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center monitor screen went black when the doctor was trying to remove a polyp during a colonoscopy using a third party electrosurgical generator (esg) unit. There was no harm or user injury reported due to the event.